Event description:
A repair request was sent reported with an issue of "missing ultrasonic probe" found during an unknown event. No patient harm, no user injury reported due to the event. Evaluation of the device observed the acoustic lens (probe unit) was missing . This report is being submitted for missing acoustic lens (physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process).

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the reported issue was confirmed. Device evaluation determined the device acoustic lens (probe unit ) was missing. Furthermore, the following findings were identified during device evaluation: the bending angle found insufficient due to the elongation of the angle wire. Scratches found on the insertion tube. The curved rubber adhesive part found cracked. Scratches found on switch 1 (sw1). Scratches found on the universal cord's scope connector side cover. Peeling of the paint found on the air/water supply cylinder. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress, handling, or external factors. The event can be detected/prevented by following the instructions for use which state the following: 1) "do not bend the insertion tube or universal cord small (12 cm or less in diameter). It may be damaged or cause abnormalities in ultrasound images." 2) "do not apply impact to the tip of the endoscope, especially to the ultrasonic probe and lens surface. It may cause abnormalities in ultrasound images and endoscopic images." 3) "do not hold the ultrasonic probe while holding the insertion tube. Doing so may damage the ultrasound probe and prevent normal ultrasound images from being drawn." 4) "the endoscope's remote switch cannot be removed from the operation unit. Pushing, pulling, or twisting with strong force may damage the switch or cause water leakage." 5) "do not bend the insertion part of the endoscope with a strong force. The insertion tube may be damaged." 6) "do not touch the electrical contacts of the ultrasonic connector. It may cause contact failure." 7) "do not pull, twist, or bend the ultrasonic cord (diameter less than 12 cm). Noise may occur in the ultrasound image." Olympus will continue to monitor field performance for this device.